Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 2.50mmx8mm nc emerge® balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 16 atmospheres on the first inflation. The device was completely removed from the patient. The procedure was completed with a 2.5mmx8mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.